Event description:
On (B)(6) 2012, the reporter contacted animas to report that the insulin pump's arrow keypad buttons and the ok button have become unresponsive with button presses. The reporter denies any tears, peeling, or trauma to the keypad. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation with the insulin pump involved with the complaint was completed on 06/21/2012. Investigation found keypad to be intact with no evidence of tearing or peeling. Found all keypad buttons to be responsive; however, there was contamination found under all key contacts. An unreported issue was found during testing. The insulin pump's display appeared to be dim/fading. When the display was replaced with a test display, the test display was fully functional. The display issue is not likely to cause or contribute to an adverse event. The display issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions.